Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on july 2, 2015. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no visible nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece did not have ultrasound power. Aspiration issue is unknown. The case was completed using an alternate handpiece. There was no harm to the patient. Additional information was requested and received.